Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered inappropriate anti-tachycardia pacing (atp) and inappropriate shock(s) due to an episode of atrial arrhythmia. The device remains in service. No adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered inappropriate anti-tachycardia pacing (atp) and inappropriate shock(s) due to an episode of atrial fibrillation (af) with rapid ventricular response (rvr). The device remains in service. No adverse patient effects were reported. Additional information obtained, only one shock was delivered. Device was reprogrammed with higher rate cutoffs and longer durations.